Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller. The consultant stated the issue probably does not require immediate attention but recommended further testing at the next patient visit. The patient was brought in for testing one week after the alert was noted. Shocking impedance measurements ranged from 127-151 ohms. Pacing impedance showed an increase in the past six months from 900-1400 ohms. The consultant stated they could monitor the patient or test with 1.1j and max energy shock which would be the best test of system integrity. Threshold and sensing have not changed and no episodes stored with noise. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that a red alert had been generated for this system due to shocking impedance measurements greater than 125 ohms. Additionally, the pacing impedance measurements had been gradually increasing. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that another red alert had been generated due to a shocking impedance measurement greater than 125 ohms. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.